Event description:
It was reported that patient had problems with his device on and off. The last time patient had problems was when the "cord broke" and had to be fixed at the (B)(4). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7495-66, serial # (B)(4), implanted: (B)(6) 1996, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1996, product type programmer; product ID 3587a, lot # l37581, implanted: (B)(6) 1996, product type lead.